Manufacturer narrative:
New information: describe event or problem: this is a follow-up report to remove the initial report. A reportable incident did not occur with sleek brand product. It occurred with security brand product. Another MDR was submitted under new report number for site which manufactures security tampons. Type of report: follow-up 1, follow-up type.

Event description:
This is a follow-up report to remove the initial report. A reportable incident did not occur with sleek brand product. It occurred with security brand product. Another MDR was submitted under new report number for site which manufactures security tampons.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer states that three u by kotex security tampons fell apart when removed.